Manufacturer narrative:
Reporter information: (B)(6).

Event description:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl defibrillator indicating that the device¿s ECG cable did not work. There was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.